Manufacturer narrative:
Additional narrative: a device history record (DHR) review was conducted: part # 03.221.015. Synthes lot # p314241. Supplier lot # p314241. Release to warehouse date: 30 may 2018; 05 jun 2018; 10 sep 2018. Supplier: rti surgical. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. The customer reported the device had an unknown malfunction. The repair technician reported the device required further testing at the vendor. The cause of the issue is unknown. The device was sent to the vendor for repair on (B)(6) 2018. The vendor reported the spring and shaft required lubrication. The vendor repaired the device per the vendor work instructions. Lube/oil/clean is the reason for repair. The item passed synthes final inspection on (B)(6)2018, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, a cable tensioner with pistol grip was used to tension a cable that was in a patient on the proximal femur. Upon tensioning the cable, the tensioner sheared the cable at the rear locking mechanism. This lead to another cable being opened. There was a short surgical delay of five (5) minutes. Fragments generated from broken device was easily removed. Procedure outcome was successfully completed. There was no patient harm due to the reported issue. This report is for one (1) cable tensioner with pistol grip. This is report 1 of 2 for complaint (B)(4).